Event description:
Fresenius medical care canada, inc. Reported that there was excessive fluid removed during a hemodialysis treatment. The machine gave a high arterial pressure alarm. The pt became hypotensive 20 minutes into the treatment and was given 200cc of saline. The nurse noticed that the ultra-filtration (uf) rate was higher than expected based on the uf goal and uf time. Uf goal was 600 ml. Uf time was 3:10, ultra-filtration rate was 1,630 ml/hr, and uf removed was 568 ml. Treatment was continued and completed with the uf turned off. The pt rec'd add'l saline during treatment. There was no serious injury or illness.